Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no fault found with the power supply. Audio loop tested out of specification. (B)(4) programmer would shut down when the head cable was moved. Device would not shut down using a known good head. The rf (radio frequency) head cable found out of electrical specification.

Event description:
It was reported there is a power supply problem. The programmer crashes unpredictably. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.